Event description:
Center slot screw of an anterior cervical plate and screw system backed out and was removed approx 2 months after original surgery. Surgeon supplemented the remaining instrumentation.